Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial hyperplasia and miscarriage. Concurrent conditions included overweight, irregular menstrual cycle, fibroids, polycystic ovarian syndrome and heavy periods. In (B)(6) 2004, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ very heavy bleeding and clotting"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2012, the patient experienced nausea ("nausea"), feeding disorder ("unable to eat at times") and vomiting ("vomiting"). On an unknown date, the patient experienced muscle spasms ("cramps"). The patient was treated with surgery (to remove the essure/hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and muscle spasms had resolved, the depression was resolving and the anxiety, weight increased, feeding disorder and vomiting outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, feeding disorder, menorrhagia, muscle spasms, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion; in 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia and muscle spasms. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition. Following events added: very heavy bleeding and clotting, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, anxiety, nausea, dysmenorrhea(cramping), fatigue, weight gain and cramps. Historical and concomitant conditions were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial hyperplasia and miscarriage. Concurrent conditions included overweight, irregular menstrual cycle, fibroids, polycystic ovarian syndrome and heavy periods. In (B)(6)2004, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ very heavy bleeding and clotting"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In 2012, the patient experienced nausea ("nausea"), feeding disorder ("unable to eat at times") and vomiting ("vomiting"). On an unknown date, the patient experienced abdominal pain lower ("cramps"). The patient was treated with surgery (to remove the essure/hysterectomy (full)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, fatigue and abdominal pain lower had resolved, the depression was resolving and the anxiety, weight increased, feeding disorder and vomiting outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, feeding disorder, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; in 2004: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, menorrhagia and muscle spasms. Most recent follow-up information incorporated above includes: on (B)(6)2018: coding correction: event- cramps with meddra llt cramps updated to meddra llt cramp in lower abdomen. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.